Event description:
It was reported that during testing conducted at the manufacturer facility, the trigger of the handpiece was stuck in the downward position and the device continued to run. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the trigger shaft assembly was found to be rough and mechanically damaged, which is a probable cause of the trigger sticking and causing the device to continue running.